Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to sus voluntary event report (foi for manufacturers) number: mw5075511.

Event description:
It was reported via medwatch number mw5075511 that infection occurred. On (B)(6) 2016, a patient went to the hyoerbarics and wound care center for a broken blister on the left. Subsequently, the physician placed a tcc-ez cast on the leg with an accompanying boot. During the initial visit, there were no infection noted by the physician. Two days post procedure, the cast was removed and imaging tests were done to check for the leg's circulation and the result was satisfactory. The physician reapplied the tcc-ez cast on the leg. The patient went back to the wound center and the cast was removed. However, the wound on the foot was severely infected with a noticeable odor. The patient was prescribed with an oral antibiotic and was scheduled for a bone scan. The next morning, the patient was noted to be in trouble and was taken to the emergency room at the memorial hospital. The infection was so severe. Three toes from the infected foot were removed by the surgeon. Additionally, the 4th toe and more on the part of the foot were removed and subsequently, the physician amputated the leg below the knee. No further patient complications were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. This happened in 2016. According to the report, the leg of the patient was amputated below the knee after several application of a tcc ez cast. Since the product code and lot# were not provided, there is no batch record to review. Tcc ez is not the cause of the amputation of the leg nor the cause of the infection, this is about how it is applied and how the wound is treated.